Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date upon investigation of the actual device used in this incident, it was determined that the refrigerator system was not detected on bus. A field service engineer (fse) confirmed that the issue was resolved by rebooting the refrigerator. The system functioned as intended after the field service engineer troubleshot the device.